Event description:
It was reported that pump malfunction occurred without any notable events beforehand, and malfunction code was shown on pump display. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.